Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. Due to a clinically significant increase in the duration of the surgical procedure, the physician exchanged the lead and implanted a new lv lead. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece. Visual and x-ray inspection revealed the inner coil to be stretched/damaged and pulled back proximally in one location with a stylet inserted in the lead body due to procedural damage. The cause of the reported event was isolated to the damaged inner coil during the procedure. No device malfunction was found.